Event description:
The intra-aortic balloon was inserted into the pt before coronary artery bypass graft operation. After the operation, the "possible helium leak" alarm sounded from the "kaat" pump. Then, ventricular tachycardia occurred and the pt went into cardiac arrest. Cardiac resusitation and "pcps" was done. A cannulae was inserted and air was noted from the cannula and the intra aortic balloon was removed. The pt went on to recover. Event complications: ventricular tachycardia, cardiac arrest - reported 9/29/98. Pt's current status: recovered - reported 9/29/98.